Event description:
It was reported an intra-aortic balloon developed a leak and another intra-aortic balloon catheter was placed. There were no pt complications involved. No further details could be obtained regarding the circumstances surrounding this event. The device was rec'd evaluated and retained by this MFR. The engineering eval indicated the central lumen was damaged in several locations. Inflation of the balloon was not possible. Microscopic examination did not reveal any balloon anomalies. All catheters are 100% leak tested during production. Co believes the leak occurred external to the mfg process. Mishandling of the device may result in this type of catheter damage. Therefore, co does not attribute this event to the device.